Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A tech reported a case of bilateral spk (superficial punctate keratitis) and rough epithelium, at one day post lasik surgery. Reported event contained pt comment of near vision being blurry. The pt was noted to have been treated with topical steroid drops. Upon f/u, the reporter informed that the cornea was clear at the one week post op visit. This report references the pt's left eye.